Manufacturer narrative:
Manufacturer's investigation conclusions: thrombus was confirmed through the evaluation of heartmate ii lvas, serial number (B)(6). The pump was returned disassembled with the driveline cut approximately 1¿ from the pump housing and the severed portion of the driveline was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow) and sealed outflow conduit (outflow elbow, sealed outflow graft, and sealed outflow graft bend relief) were not returned. Examination of the proximal side of the outlet stator upon disassembly of the pump revealed a denatured, tissue-like thrombus formation surrounding the outlet bearing ball. Further evaluation of (B)(6) revealed a similar thrombus formation on the distal side of the rotor. It appeared that the two thrombus formations had pulled apart during the pump disassembly. Furthermore, prominent contact marks were observed on the outlet bearing cup on the distal-side of the rotor. The denatured appearance of these thrombus formations, along with the observed contact marks, indicate that they were present while (B)(6) was in use. However, the origin of the thrombus could not be conclusively determined through this evaluation. Although a root cause for the development of these thrombus formations could not conclusively be determined through this evaluation, it could have contributed to patient¿s reported high hemolysis parameters. Upon removal of the depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis is listed in the heartmate ii IFU as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. The patient care and management section of the IFU also discusses anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The approximate age of the device was 1 year and 9 months. The lysis therapy event was reported under MFR # 2916596-2019-01535. No further information was provided. The patient remains ongoing on the replacement device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that a pump exchange was performed due to pump thrombosis. Lysis therapy was performed on (B)(6) 2017 due to suspicion of pump thrombosis. Thrombus was suspected because hemolysis was noted and pump power was elevated. Recurrent signs of pump thrombosis, such as high hemolysis parameters, were noted since (B)(6) 2019 and leading up to the exchange. The pump was disassembled by the hospital and considerable thrombus material was reported on the outlet stator. The rotor reportedly had small traces of fibrin deposits. Further information was requested but not provided.